Event description:
According to the customer, the product is not as absorbent as it was, the wadding is much thinner and is not evenly distributed throughout the pad and when used it clumps. There are areas of the pad have no wadding.

Manufacturer narrative:
According to the customer, the product is not as absorbent as it was, the wadding is much thinner and is not evenly distributed throughout the pad and when used it clumps. There are areas of the pad have no wadding. Staff mentioned that the product does not absorb very well, feels and appears thinner, the wadding or pulp is very light on and when you hold it up to the light you can see spots where there is no pulp/wadding at all. There appears clumping in areas of the pad. Staff had to complete a full bed linen, and clothes change leading ton extra workload. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.